Manufacturer narrative:
Zimvie complaint (B)(4). A1: patient identifier is not provided / unknown. A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D4: lot number are not provided / unknown. E1: initial reporter¿s title, first name, last name, and email address are not provided / unknown.

Event description:
It was reported that 2 screws fractured in the patient's mouth. The broken portions have been removed from the implants, they placed the new screws, and the patient condition is currently fine.

Manufacturer narrative:
This report is being submitted to report additional information. One screw was reported but not returned to zimvie. Therefore, visual evaluation could not be performed. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the investigation and risk management file review, the most likely root causes determined are external factors (patient¿s condition). Therefore, based on the available information, device malfunction and the reported even could not be verified. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.